Manufacturer narrative:
Qn #(B)(4).

Event description:
It was reported they attempted to use the device on a patient but the drill stopped working. There was no issue with the patient as another option was used.